Event description:
It was reported that on (B)(6) 2011, patient woke up from a nap and was paralyzed from the waist down. Patient was taken to the hospital and three-four hours later, patient started to have a return of feeling in the lower extremities and now has full return of feeling and function. It was stated that this was the third day in the hospital and the cause of the event was unknown. The pump was interrogated on (B)(6) 2011 and was noted to be functioning as intended. The pump was last refilled on either (B)(6) or (B)(6) 2011. It was stated that the pump was likely to be replaced. Drugs delivered via the device were dilaudid, clonidine and bupivacaine.

Event description:
Additional information: it was later reported that for the last 4 months it seemed patient's therapy had been working intermittently. Patient experienced bouts of nausea. It was noted that patient had dilaudid in her pump, but for years also had marcaine. Marcaine was removed from the pump on (B)(6) 2011 when the patient experience paresis for 12 hours and was hospitalized (reported previously). When marcaine was removed from her pump within a few hours patient began to have feeling again. It was stated that the healthcare provider was investigating what may be going on and was going to involve other specialists. It was also noted that the pump was over 8 years old and a removal was being considered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the pump was at eol/eos (end of life/end of service) and it was confirmed. The device was interrogated on (B)(6) 2012 and eri (elective replacement indicator) was confirmed. Patient hasn't had another episode of paralysis since (B)(6) 2011, but continued to feel weak, but can walk with a walker. Volume discrepancies were not observed.